Event description:
On (B)(6) 2025, prior to a port placement procedure, there was catheter breach prior to tubing placement. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, four photos were provided for review. The photo shows partial view of hcp holding the catheter along the edge of a plain surface. The catheter is noted to be bent over the edge of the surface. However, it is unsure if the bend on the catheter is formed by the hcp. Therefore, the investigation is inconclusive for the reported deformation due to compressive stress issues as the reported event cannot be confirmed from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h4, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to a port placement procedure, there was catheter was found to be damaged during catheter flushing. The damage is an hourglass in the middle of the catheter. There was no patient contact.